Event description:
The customer reported that while using the monopolar device, the surgeon received a mild shock.

Manufacturer narrative:
The customer reported the hospital staff had checked and identified the problem unit as normal and safe right after the incident happened. The customer continues to use the product and will not be returning it for eval. It is assumed the shock was caused by a nick in the sheath, or a short in the wiring, but cannot be verified at this time.